Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of death was later provided as septic shock; metastatic pancreatic cancer. It was also reported by the clinic that there was no indication the death was related to implantable pulse generator (ipg) performance.

Manufacturer narrative:
Concomitant medical products: model 8709 catheter, (B)(6) 2006; 8637-40 neuro pump, (B)(6) 2016; 8596sc catheter, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.